Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious.

Event description:
It was reported that the pt's vns indicated high impedance during generator replacement surgery. Diagnostics supposedly indicated normal device function while the generator was out of the pocket but then showed a message stating "programmed current is not being delivered" when placed inside the pocket. Only the generator was replaced at that time. X-rays were taken and forwarded to the manufacturer that showed a gross lead fracture in the neck region. No trauma or manipulation of the vns was reported. It is unk if lead replacement surgery will occur at this time. No adverse events have been reported. Attempts for additional info are in progress.